Event description:
Philips received a complaint from a customer that the footswitch was not working properly.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to FDA.